Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.  No lot release records were reviewed, as the product lot number was not provided.  Omnipod insulin management system ¿ user guide.  Model: ust400. 17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36. Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.  Checking your blood glucose.   Chapter 4 / page 43. Warning:  "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, these situations can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Consult your healthcare provider for how to treat high and low blood glucose levels.  Living with diabetes.   Chapter 11 / page 116.  Warning:  keep an emergency kit with you at all times to quickly respond to any diabetes emergency.  Prepare an emergency kit to keep with you at all time. The kit should include:  several new, sealed pods.  Extra new pdm batteries (at least two aaa alkaline; do not use rechargeable batteries). A vial of rapid-acting u-100 insulin (see the introduction for insulins approved for use in the omnipod® system).  Syringes or pens for injecting insulin.  Blood glucose test strips.  Additional blood glucose meter.  Ketone test strips.  Lancing device and lancets.  Glucose tablets or another fast-acting source of carbohydrate.  Alcohol prep swabs.  Instructions from your healthcare provider about how much insulin to inject if delivery. From the pod is interrupted.  A signed letter from your healthcare provider explaining you need to carry insulin. Supplies and omnipod® system equipment.  Phone numbers for your healthcare provider and/or physician in case of an emergency.  Glucagon kit and written instructions for giving an injection if you are unconscious. (See "avoid lows, highs, and dka" on page 119).  Living with diabetes.   Chapter 11 / page 119.  Avoid lows, highs, and dka.  You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 650 mg/dl while wearing the pod between 4 and 24 hours. The patient had experienced dehydration. It was reported that the patients personal diabetes manager was not working after changing the batteries and an unsuccessful reset. The patient was treated at the hospital with intravenous fluids and the doctor had changed the patient to needles.